Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The onestep complete electrodes were returned to zoll medical canada. The customer's report was verified and attributed to the electrodes. The electrodes were scrapped and replacements were sent to the customer. Analysis of reports of this type has not identified an increase in trend.